Event description:
It was reported that the device showed signs of premature battery depletion. The device was explanted and replaced along with the rv lead. No further information is available at this moment. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.